Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue particle was found in the sterile packaging of a 2000ml exactamix eva tpn bag. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with a stereomicroscope and noted observed loose particulate matter that was blue in color inside of the sealed packaging, not touching the product. The particle was measured to be 21.0mm long. The particle sample was analyzed using attenuated total reflectance fourier transform infrared spectroscopy (atr-ftir) and it was determined the particle was consistent with butadiene/nitrile co-polymer. The particle was determined to be consistent with nitrile rubber. The cause of the rubber in the packaging could not be determined. Should additional relevant information become available, a supplemental report will be submitted.